Manufacturer narrative:
The insulin pump received with currents in spec. Unit passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Device was program with several bolus units and all boluses delivered their indicated amount and were properly recorded in the history bolus screen. Device had minor scratched lcd window, cracked case near display window corners, broken reservoir tube lip and cracked lcd window. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not delivering bolus after it was programmed. Customer also experienced high blood glucose levels. The customer had no symptoms of high blood glucose. Customer treated with insulin pump and manual injection. Customer's blood glucose value was 513 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer declined high pressure test. Customer reported that all boluses were not recorded in bolus history. Customer also reported that display screen was scratch and difficult to read. Customer was advised that insulin pump would need to be replaced.